Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital due to a blood glucose level of 410 mg/dl. Caller stated that the high blood glucose level was due to a bent cannula. The customer also reported having multiple low blood glucose events that were treated with food. The insulin pump was not replaced or returned for analysis.